Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed for part # 310.509/ l412416: manufacturing location: bettlach, manufacturing date: 09. May 2017: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported device was used in surgery for the distal radius fracture on (B)(6) 2017. When the surgeon was drilling the shaft of the radius through the locking hole, the drill bit in question penetrated through the radius to the opposite side. It was thought that the tip of the drill bit was caught to the knot of the stockinette which covered the hand during the drilling, and eventually the drill bit in question was bent and broken. No delay in surgery or adverse consequence to the patient was reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Contact phone number is unknown. A product investigation was completed: we have received the reported drill bit (part 310.509, lot l412416) for investigation. The visual inspection has shown that approximately 13 mm from the tip section is broken off and the flutes are strongly untwisted. The tip and cutting blades are otherwise in good condition. The relevant dimensions were measured and show conformity. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440a as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. It is likely that a blockage in combination with too much mechanical force caused the breakage of the drill bit. A possible reason for a blockage could be a metallic contact or with bone material blocked flutes. Therefore we can confirm the visible damages are not from any manufacturing non conformity. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated information provided from reporter. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.